Event description:
The micro sagittal saw was sent for evaluation due to overheating. No further information was provided by the user facility.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.